Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, the reporter indicated that this occurred sometime in the three weeks before the report. A companion sample was received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported lot was manufactured from 4/11/14-4/17/14. A companion sample was returned to baxter and an evaluation was performed to investigate the reported problem of inadequate iodine. A review of all batch record documents was performed for lot number gd896845 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported problem were noted. A visual inspection was performed with no issues noted. The pressure testing was performed with no defects noted in the sample. Upon conclusion of the evaluation, the returned companion sample was determined to meet visual and functional product specifications. The cause of inadequate iodine could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had an inadequate amount of iodine in it. This was noted before patient use. There was no patient involvement. No additional information is available.